Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery. Using a femoral access site, pre-dilatation was performed with a 1.5 x 12 mm balloon catheter and the xience prime 3.0 x 23 mm was deployed. A proximal edge dissection occurred that was treated with another xience. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.